Manufacturer narrative:
Implanted device unable to be returned.

Event description:
Female patient treated with sir-spheres microspheres in approximately (B)(6) 2016 is suspected to have received an excessive activity (53mci or 2gbq) delivered to the left hepatic lobe, and subsequently developed radioembolization induced liver disease (also referred to as reild or radiation hepatitis). Patient injury was observed during diagnostic follow-up imaging by a different physician (the reporter), who reported that the patient appeared to have experienced an unintentional radiation lobectomy, and that she had been sick for many months with prolonged recovery period, but now seems to be ok.